Event description:
It was reported that cadd-solis vip alarms "no cassette". No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. There was a cassette not attached properly error alarm found during the investigation. Dso (downstream occlusion) sensor was not operating as intended so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information received: there was no patient involvement and the event happened during bench test.